Event description:
After initial port access and normal saline flush to line, there was a leak noted below the most distal clamp just above the connection from the line to the syringe. Confirmed luer lock syringe connection was secure. An additional slow flush was administered. Again, a leak was noted to the area.